Event description:
Customer alleged immediate blood leak upon inition of treatment of pre processed 1st use dialyzer. Post incident air pressure decay test positive. Estimated blood loss 75-80cc (aterial line not returned to patient) no medical intervention; patient okay. Patient resumed treatment with another dialyzerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was not destroyed/disposed of.